Manufacturer narrative:
Field service report: the field service technician was unable to duplicate the customers complaint; performed full arrow field service functional checkout, found ac receptacle missing cord retaining clip. Replaced clip, unit passed functional checkout. Customer ran pump for 24 hours with no faults. A follow-up report will be filed if more info becomes available.

Event description:
It was reported that when the nurse walked into the pt's room the pump was not pumping. The message on the screen stated "switch to operator mode." As a result, the pump was exchanged off the pt. The pump was moved to a room and a phone call was made to biomed. The biomed technician found two pumps in the room and neither one was marked as the pump to service. The technician serviced both.